Event description:
The facility representative reported an infuso.r. With a condition of "motor making a lot of noise." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a noisy motor was confirmed and reproduced during product evaluation. This condition was due to the motor being separated from the gear box. The motor assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.